Manufacturer narrative:
Device evaluation: three devices were received and evaluated. Testing was performed and all devices performed as intended. The reported complaint of needle button released could not be confirmed.

Event description:
The patient reported that the needle popped out of one of their v-go 40 devices. The patient reported that they discarded the v-go that experienced this issue, however representative samples are available for return to the manufacturer for evaluation.